Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event and availability of product return has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (baker grade unspecified) and rupture.

Event description:
Healthcare professional reported implant "capsular" (baker grade is unknown) and rupture on the right side device. The device has been explanted.